Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 toggle switch was sticking and had to put more effort to turn off. The same unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returning.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unknown to us at this time. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).